Event description:
It was reported that the handpiece had a run-on condition while the equipment was being tested. There was no patient involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the investigation details the reported run-on condition during usage could not be duplicated. The device was tested both hot and at room temperature before and after being autoclaved. The handpiece will receive a clean lube, and adjust.